Event description:
An artelon cmc spacer was explanted on (B)(6) 2012 due to alleged injury. (B)(4).

Manufacturer narrative:
Investigation based on lawsuit documents filed against artimplant ab and artimplant us, inc. No information supporting the allegations of lawsuit currently available.